Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting that the circumstances that led up to the shocking in their testicles was from using the tens unit. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed programming and that the device was not doing what it was supposed to do. It was noted that it had been a while and it was still not working. Patient noted that the first device was for the front, and that the second device was "reprogrammed for front and back." Regarding meeting with a representative, the patient noted: that "we've done it over the phone" and that he'd already been down this path. It was later reported that patient's battery and wires shorted out really badly when they used a tens device because nobody told them not to use it towards the device. Patient did not know about it until it set their testicles off and shot at them for 3-4 months whenever it wanted to. Patient clarified that they meant that the 'short circuiting' was shocking, so they stopped using it. Their battery was replaced and they had their battery and wires taken out and put in one side to their other side. No further complications were reported.